Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances measuring 200 ohms. Impedances measured 39-67 ohms within the last year. Technical services discussed troubleshooting and programming options. At this time, the rv lead remains in service. No adverse patient effects were reported.